Manufacturer narrative:
The lot number and the expiration date of the test strips were requested but not provided. The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation: patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter (with one meter result compared to an unknown laboratory method) and that the meter may have contributed to the patient's alleged new blood clots and pulmonary embolism. The patient stated that the meter has been giving "incorrect readings"; he has allegedly been getting the same meter result of 2.7 inr for "weeks", and he has new blood clots because of the "incorrect readings". The patient was allegedly feeling "funny" and had chest pain. He was reportedly sent to the emergency room where the laboratory result was reportedly 1.7 inr. The patient's meter result within 4 hrs of the laboratory result was reportedly 2.7 inr. The patient allegedly had a computerized tomography (cat) scan with contrast and was reportedly diagnosed with a new right pulmonary embolism and two blood clots behind his left knee. The patient stated that he was not admitted to the hospital, did not receive treatment for blood clots, and only his warfarin dosage was increased. The patient is reportedly currently on lovenox. The patient's therapeutic range is reportedly 2.1 - 3.1 inr and his interval of testing is weekly.

Manufacturer narrative:
Medwatch fields d4 lot no and d4 expiration date updated. The serial number of the coaguchek xs meter is (B)(6).

Manufacturer narrative:
The meter and test strips were not received for investigation.